Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. It was noted that the balloon lost pressure, therefore a higher pressure balloon was needed. The balloon was removed and replaced. There were no additional patient complication reported.